Event description:
It was reported that this left bundle branch (lbb) had exhibited infection. A revision was performed and the pacemaker, along with the right atrial (ra) lead and left bundle branch (lbb) were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).